Manufacturer narrative:
This report is submitted on may 04, 2021.

Event description:
The device was explanted (B)(6) 2021 due to pain over implant area. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on september 28, 2021.